Event description:
The customer called in to report that the unicel dxc 600i synchron access clinical system was leaking at the cap piercer. The leak was contained within the instrument. The customer had just started up the instrument for the day when the leak occurred. Once the leak was noted, the customer disabled the cap piercer. The customer was wearing personal protective equipment (ppe), including a laboratory coat and gloves at the time of this event. There were no injuries associated with the leak. No erroneous results were generated in connection with this event.

Manufacturer narrative:
Beckman coulter (bec) field service engineer (fse) was dispatched to the customer site. The fse found that the waste tube was clogged. The tube was replaced to resolve the issue. Failure mode was clogged drain tube. (B)(4).